Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a psc fixture test platform (pftp) and passed lissajous, sensors check, sine cycle and brake tests but failed the insertion friction test. The complaint regarding arm friction was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the fse replaced the universal surgical manipulator (usm) 3 to resolve the error issue of friction on usm 3-insertion axis. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the universal surgical manipulator (usm) unit be returned for evaluation; however, the usm unit has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a usm was in an unacceptable state after the start of the procedure. Complaint investigation also confirmed that the field service engineer (fse) replaced the usm to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a nurse called and informed that they were experiencing endoscope insertion friction whenever they inserted the endoscope. The nurse stated they could feel it pressing the clutch button and moving it manually as well for the first portion of this axis movement. The nurse stated this has happened with different endoscopes and always on the universal surgical manipulator (usm) 3. The nurse stated they had tried the endoscope on usm 4, and it worked as expected. The nurse also stated that instruments could be inserted with no resistance on usm 3. As reported, other than a slight delay of less than 15 minutes, the procedure was otherwise completed as planned with no patient injury reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was successfully completed with 4 arms. The system functionality was not checked upon powering on the system. The system initially powered on without errors.